Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b5, h6 medical device problem code.

Event description:
The reason for revision was unknown.

Manufacturer narrative:
"This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. However, prosthesis wear could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."

Manufacturer narrative:
Pending investigation. Concomitants: a10012 - gps implant kit v2 (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm (B)(6), 531-20-00 - shldr gps rvrs drill kit (B)(6), 320-15-04 - rs glenoid plate post aug, 8 deg, right (B)(6), 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm (B)(6), 300-01-13 - equinoxe, humeral stem primary, press fit 13mm (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0 (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm (B)(6), 531-78-20 - shouldr gps hex pins kit (B)(6), 531-78-20 - shouldr gps hex pins kit (B)(6), 320-15-05 - eq rev locking screw (B)(6), 320-01-42 - equinoxe reverse 42mm glenosphere (B)(6), 320-20-00 - eq reverse torque defining screw kit (B)(6).

Event description:
As reported, approximately 5 years and 5 months post initial right total shoulder arthroplasty (tsa), the patient underwent revision due to suspected poly wear. Everything was removed. The event was not related to the breakage of a device and did not lead to surgical delay/prolongation. The patient was last known to be in stable condition following the event.